Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Download was performed and passed. A review of the bin file was performed and "transmitter failed error was found" was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter high current state. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem- additional. D9: device availability- additional. G3: date received by manufacturer- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer- additional.. H6: event problem and evaluation codes- additional